Manufacturer narrative:
E1 - initial reporter address 1 and phone: (B)(6).

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. An 8.0x20x135 cm express ld vascular stent was selected for treatment. However, during the delivery process of the stent, slight resistance was encountered. The lesion area was not reached, and imaging revealed that the stent and balloon had become dislocated. After discovering that the stent was dislocated, it was immediately retracted from the delivery system. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
(B)(6). Investigation results: the device was not returned for analysis as it was destroyed by the facility; therefore, a technical analysis could not be performed. Device history record (DHR): it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the express ld stent confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. An 8.0x20x135 cm express ld vascular stent was selected for treatment. However, during the delivery process of the stent, slight resistance was encountered. The lesion area was not reached, and imaging revealed that the stent and balloon had become dislocated. After discovering that the stent was dislocated, it was immediately retracted from the delivery system. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the stent was completely removed from the patient's body.